Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, and support guided the user to toggle the dexcom g7 bluetooth connection off and on and restart the sensor, after which pairing initiated by the end of the call. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet without medical intervention or hospitalization. User support included guided troubleshooting and education regarding sensor restart and bluetooth pairing steps. Investigation of this case revealed a pairing failure between the cgm and the ilet that resolved following device and sensor restart, consistent with intermittent connectivity or setup error. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent setup or transient connectivity.